Event description:
The customer stated that the insulin pump had a blank display after dropping it on the floor. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had blank display due to the battery tube connector not connected properly.